Event description:
Failure to alarm: "received call from (B)(6), (B)(6) 2014 that there was an issue with the pumps. I called the (B)(4) to meet with her. When I arrived, I can see that the soft port was contracted but the foam was not. There was pooling around the wound site and no alarms."

Event description:
Failure to alarm: when I arrived I can see that the soft port was contracted but the foam was not. There was pooling around the wound site and no alarms."

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.